Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was r2 probe misalignment. The customer aligned the probe. The instrument is performing within specifications.

Event description:
A falsely elevated troponin I result of 2.52 ng/ml was obtained on a pt sample. The result was reported to the physician who questioned the result. The sample was tested on the same analyzer and a result of 0.05 ng/ml was obtained. The sample was retested on an alternate analyzer and result of >0.04 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was r2 probe misalignment.